Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump, with no recurrence of the malfunction. The customer was instructed to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.